Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalities twice due to unexplained high blood glucose. Paramedics were called and customer was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time the paramedics arrived was 336 mg/dl first time. Customer's blood glucose was over 500 mg/dl the second time. Nothing further was reported.